Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated that the cable on the hublock is kinked and not working. It does not lock